Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an 18-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abdominal pain, stomach pain, vomiting, nausea, dizziness, amenorrhea, vaginal discharge, vaginitis, recurrent abortion, live birth and pregnancy. Concurrent conditions included asthma, pneumonia, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam, drospirenone;ethinylestradiol (yasmine) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) : vaginal"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), menstruation irregular ("abnormal bleeding with cycles / irregular menses"), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("gen.abnormal bleeding"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and mccall culdoplasty). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, dysmenorrhoea, genital haemorrhage and vulvovaginal candidiasis had resolved, the menstruation irregular, dyspareunia, vaginal haemorrhage, vaginal infection, female sexual dysfunction, anxiety, depression, headache, vulvovaginal pain and post procedural complication outcome was unknown and the migraine was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, post procedural complication, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted : removal date reported as (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : new events - gen.abnormal bleeding, candidal vaginosis and post removal complications were added. Event outcome of pain, bleeding,bladder/urinary problem was updated to recovered/resolved. Previously reported event of uterine haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an 18-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abdominal pain, stomach pain, vomiting, nausea, dizziness, amenorrhea, vaginal discharge, vaginitis and recurrent abortion. Concurrent conditions included asthma, pneumonia, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) : vaginal"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced menstruation irregular ("abnormal bleeding with cycles / irregular menses") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and mccall culdoplasty). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menstruation irregular, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, headache, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted : removal date reported as (B)(6) 2018 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and uterine haemorrhage ('abnormal uterine bleeding') in an 18-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abdominal pain, stomach pain, vomiting, nausea, dizziness, amenorrhea, vaginal discharge, vaginitis and recurrent abortion. Concurrent conditions included asthma, pneumonia, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam, drospirenone;ethinylestradiol (yasmine) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) : vaginal"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstruation irregular ("abnormal bleeding with cycles / irregular menses") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and mccall culdoplasty). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine was resolving, the uterine haemorrhage had resolved and the menstruation irregular, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, anxiety, depression, headache, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted : removal date reported as (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event: abnormal uterine bleeding were added. Event outcome were updated to recovering: migraine .concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an (B)(6) female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included abdominal pain, stomach pain, vomiting, nausea, dizziness, amenorrhea, vaginal discharge, vaginitis and recurrent abortion. Concurrent conditions included asthma, pneumonia, uterine bleeding and dysfunctional uterine bleeding. Concomitant products included alprazolam and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) : vaginal"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced menstruation irregular ("abnormal bleeding with cycles / irregular menses") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy and mccall culdoplasty). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menstruation irregular, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, anxiety, depression, migraine, headache, dysmenorrhoea and vulvovaginal pain outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted : removal date reported as (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received. Race, lot number added. Concomitant , historical condition and medication added. Events : abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) : vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety and mental anguish, depression and, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), patient did not undergo essure confirmation test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.